Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. Customer stated water got into insulin pump. Customer stated o ring was not in place. Customer stated o ring was not free of debris. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.